Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized (B)(6) 2025 due to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6), patient country:the united states.